Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 154 mg/dl. The customer stated that the keypad is no longer functioning, it will not allow him to clear the button error. Customer does not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to the backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone that he was hospitalized due to high blood glucose. Customer's blood glucose was 204 mg/dl. The customer was admitted to the hospital and was given a manual injection of 30 units. Customer did not have an rx for long acting insulin, so he went to emergency room.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform functional testing due to no button response. The insulin pump was received with minor scratched display window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.